Event description:
It was reported that the iab was in use in a post-op pt in heart failure. After five days of iabp therapy, blood was noted in the gas tubing. The iab was removed and replaced. The pt did expire later of causes unrelated to the problem with the iab.